Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the device was broken. The device was examined and photographed using 40 x magnifications. It was determined that the cause of the issue was due to excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a unicondylar knee replacement surgical procedure, it was discovered that the burr device broke outside of the attachment device between the distal end of the attachment and the burr head. There was a five minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. It was reported that there was no alleged malfunction against the attachment device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.